Event description:
The customer reported being in the emergency room with high blood glucose of 512mg/dl. The caller stated that the insulin pump had a blank display the night before while changing the battery and then alarmed motor error. The customer experienced dryness of mouth, nausea, and increased heart rate. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and displacement test and they passed. Instructed the customer to remove the cannula and it was bent, but not occluded. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. All the operating currents were within specifications. No unexpected failed battery test, battery out of limit, or weak battery noted. The device was monitored for three days and no blank display noted. No damage found on the lcd isolation tape. The device had broken belt clip slot and cracked battery tube threads.